Manufacturer narrative:
The meter was evaluated by qa and it was found that the display segments "b" and "g" were missing in all positions and in the time/date area. Corrected serial number to (B)(4) and manufacture date to 06/06/2011

Event description:
The customer stated her new meter was broken, and during the call it was discovered that segment "d" of the units, tens and hundreds columns was missing. There was no adverse event alleged. The meter was replaced and the customer is expected to return her meter for evaluation.